Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured recurrence of a basilar tip aneurysm with a max diameter of 6mm and a 5mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil could not be detached. Multiple attempts were made but the issue could not be resolved. The physician attempted to detach the coil using the instant detacher four times. A second instant detacher was then used, with two additional detachment attempts. A manual detachment attempt via the hypotube was also performed twice. The instant detacher will not be returned for investigation because it was discarded. No issue with the instant detacher was reported. The coil was withdrawn from the body and replaced with another coil of the same size, which was successfully detached. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified. No issues were identified prior to non-detachment the coil advanced smoothly during the delivery process. No pushwire damage was observed after removal.